Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1110-02, serial/lot: (B)(4) description: precision implantable pulse generator.

Event description:
A report was received that the patient had an allergic reaction to the metal of the ipg in her right pocket (s/n (B)(4)). It was also reported that the patient had a staphylococcus aureus infection in the left pocket (s/n (B)(4)). Both of the ipg's were explanted.

Event description:
A report was received that the patient had an allergic reaction to the metal of the ipg in her right pocket (s/n (B)(4)). It was also reported that the patient had a (B)(6) infection in the left pocket (s/n (B)(4)). Both of the ipg's were explanted.

Manufacturer narrative:
Device evaluation indicated that the ipgs passed visual, electrical, performance and photographic imaging tests performed. The devices exhibited normal device characteristics. A review of the sterilization records of the explanted devices found them to be satisfactory.